Event description:
A tandem mobi cartridge alarm was reported by the customer, causing their blood glucose level to exceed 500 mg/dl, although the specific value was unknown and displayed as "high". The customer decided to administer insulin using multiple daily injections (mdi) as a corrective action and did not require third-party assistance. The customer reverted to manual injections for insulin therapy.